Event description:
It was reported that the patient dropped the ilet pump and the connect adapter broke off and remained lodged inside the pump¿s connector, preventing removal and normal use; the patient immediately transitioned to backup therapy, and a replacement ilet was provided with assistance to set up the new device, including cgm pairing, cartridge and infusion set installation, and weight entry. Symptoms included no reported adverse symptoms and no impact to blood glucose. Outcomes included continued therapy on backup and then successful initiation of therapy on the replacement ilet without alarms. Investigation included review of the event description and device setup guidance with the patient¿s caregiver. Investigation of this case revealed a mechanical failure of the pump connector due to accidental dropping, with the connector component damaged and obstructed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to connector breakage.